Event description:
Allegedly on (B)(6) 2010, primary surgery was performed. After the surgery, the surgeon found the loosening around the cup by x-ray when the patient received the routine medical checkup. So revision surgery was performed at (B)(6) 2013. As the observation of diseased site, the portion of cup had attached granuloma. And the hip joint had been lined by many shattered tissues. Medium activity level.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The event code is addressed in the package insert. This event occurred in (B)(6). This is the same event as 1043534-2013-01824, 01826.